Event description:
It was reported that approx. 3 months after the implantation the lead was explanted and replaced due to shock impedance increase (greater than 150 ohms).

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The electrical analysis was unable to measure the increased resistance values mentioned in the complaint. All measurement values were within the technical specification. The visual inspection of the lead showed contacting traces at both df-1 connector pins, the characteristics of which lead to the conclusion of an angled position of the header contacting screws, which most likely was the cause of the complaint. There was a deformation about 15 cm distal of the is-1 connector pin that is probably due to tight binding of the ligature threat. Here, too, the insulation was intact. Overall, the inspection showed that the lead was free of insulation damages and conductor fractures. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.